Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. The customer indicated that it was possible the cartridge may have been overfilled. Customer was later able to reload cartridge and the fill estimate was adjusted; however, the accuracy of the fill estimate could not be determined due to not knowing how much insulin had been delivered and how much had been initially loaded into the cartridge. Customer acknowledged.